Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to noise oversensing leading to pacing inhibition. It was noted prior to closing the pocket that the lead was damaged or cut and blood was found under the insulation. A new lead was successfully implanted. No additional adverse patient effects were reported. This device has been returned and analysis is expected.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to noise oversensing leading to pacing inhibition. It was noted prior to closing the pocket that the lead was damaged or cut and blood was found under the insulation. A new lead was successfully implanted. No additional adverse patient effects were reported. This device has been returned and analysis is expected.

Manufacturer narrative:
This report includes corrections to h10: manufacturer narrative. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts between 250-260mm from the terminal pin, with at least one reaching the lumen. Testing was completed to assess lead electrical performance and outer insulation integrity. Electrical continuity tests were within normal limits indicating the conductor was intact. Pressure testing failed due to the cuts in the insulation. All other testing was within normal limits. Laboratory analysis concluded that the clinical observations were likely a result of unintended use damage.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to noise oversensing leading to pacing inhibition. It was noted prior to closing the pocket that the lead was damaged or cut and blood was found under the insulation. A new lead was successfully implanted. No additional adverse patient effects were reported. This device has been returned and analysis is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts between 260-260mm from the terminal pin, with at least one reaching the lumen. Testing was completed to assess lead electrical performance and outer insulation integrity. Electrical continuity tests were within normal limits indicating the conductor was intact. Pressure testing failed due to the cuts in the insulation cuts. All other testing was within normal limits. Laboratory analysis concluded that the clinical observations were likely a result of unintended use damage.